Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate is broken at a screw hole. The breakage of the implants (plate) occurred at the level of the bone fracture. The plate is made of material ticp (commercially pure titanium). The examination of the raw material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and specifications. Besides the fracture, no abnormalities were noticeable. The plate does not seem to have been contoured intra-operatively. When examining the two fracture surfaces of the plate using scanning electron microscope, the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate at the transitions to the screw hole and ran into the material. After breaking, the two fragments rubbed against each other causing destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed a sizeable area of structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the implants were subjected to moderate dynamic bending loads. Constantly alternating bending loads / load cycles during daily activities led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The implants could not resist the applied force which finally led to the material overload / fatigue failure. The fact that the patient was suffering from a contralateral proximal humerus fracture may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: implant breakage can occur due to various reasons: non-compliant patient during post-operative treatment; over-bending of the plate pre-operatively; inadequate reduction of the fracture; inadequate raw material of the implants (excluded by the material investigation); inadequate implant design. The fatigue strength of the va-lcp distal radius volar rim plate was compared with its predicate device, the ti juxta articular distal radius plate (442.472). The test result showed improved fatigue strength of the va-lcp distal radius volar rim plate compared to its predicate device. Therefore, the design of this plate was verified based on a product which is well accepted by the market. Multiple factors can lead to the failure mode which was documented by the device report. Some of these factors, such as patient specific factors, cannot be investigated, nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of this failure mode can be made. Therefore, this complaint is dispositioned as "confirmed", since the condition of the device agrees with the complaint description. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a contralateral proximal humeral fracture and may have overused her wrist. The patient reported pain before the clinical review.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient implanted for a contralateral proximal humeral fracture had the plate fracture at the first screw hole, which had no screw, and a screw fracture at the screw shaft head junction. At three weeks post-operative the x-rays showed good reduction and patient commented on how good it moved at two weeks with only a splint. The reduction has been lost and revision surgery is required, date unknown. The surgeon reported the cause of the event as possibly due to: osteopenic bone, rigid fixation and a long lever arm acting through a hole in the plate at the level of the fracture, which is why a screw was not implanted at the location. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant of the hardware may have been done on (B)(6) 2014, this is not confirmed. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.